Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high cholesterol (chol) result generated by the au5421 clinical chemistry analyzer. The original result obtained was 320 mg/dl and upon repeat the result obtained was 141 mg/dl. The erroneous result was reported outside of the lab. There was no affect to patient or user associated with this event.

Manufacturer narrative:
Qc was within range prior to the event. A field service engineer (fse) checked the analyzer and verified alignments. The fse did not find an issue with the analyzer. There was a sampling malfunction associated with this event.